Event description:
Hosp reported a venatech lp filter fractured and parts of the filter migrated to pt's right atrium. Importer narrative: a review of procedure films by a MFR rep showed the filter was not fractured. The filter was pushed upward on one side positioning two filter legs higher than the cone. The filter is not located in the right atrium; the filter is located before the right atrium in the intra-hepatic cava. Per the manufacturer rep, it appears a subsequent intervention likely occurred post filter implant causing displacement of the filter (perhaps due to catheter advancement upward from below). The implanting physician believes the pt experienced a serious valsalva (caused by severe coughing or constipation) or some other unknown clinical condition. Investigation results show no evidence of a product malfunction or serious ae. At the MFR's suggestion, a second filter is expected to be placed. A necklace and pt chart label are provided in the package to alert clinicians a filter is implanted. Pt identifier info was not provided.